Event description:
It was reported by dealer that this is the 3rd left motor since the month of june; warranty replacing again. Left motor no output, 6 flashing lights on the joystick of the (B)(4) power chair.